Event description:
Initial hba 1c result of 6.8%. Same sample repeated twice gave results of 10.0% and 6.9%. Erroneous result was not reported. The field service reprsentative determined the cause to be excessive vibration of a workstation on the analyzer. The instrument was repaired.